Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Complaint description: patient was revised to address loosening of the tibial component. Loosening occurred at the cement to implant. Cement manufacturer is from competitor. On (B)(6) 2017, the patient underwent a left knee revision and manipulation due to loosening, decreased flexion, pain. The surgeon indicated the tibial component had no cement on the back side at the tray to cement interface. He noted the femoral component appeared stable and was not revised. The patella was retained. The surgeon reported no intraoperative complications. The patient was implanted with attune knee revision and competitor¿s bone cement. Doi: (B)(6) 2016, dor: (B)(6) 2017 left knee.